Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse isolated the internal blender for further evaluation and balanced the blender regulators to specification. The fse performed the operational verification procedure (ovp), which verified that the blender oxygen delivery of the device was within specification. The device was returned to the customer having met manufacture specification. At this time, no component part failure was identified for return therefore no further investigation is required. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a request for an initial onsite evaluation is pending by our field service engineer (fse). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported during patient use on this avea ventilator. The fio2 monitor was reading 3-5% higher than the set fio2. The oxygen sensor was replaced and calibrated but the issue was not resolved. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.